Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit shuts down with no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the battery would not hold a charge due to a dead cell, causing the alarms not to function, which confirmed the original complaint issue. The fields were updated accordingly.

Event description:
Dealer is stating that the unit shuts down with no alarm.